Event description:
It was reported that patients spinal cord stimulator lead had migrated. It was noted that patients implantable pulse generator (ipg) had been repositioned. The patient underwent an ipg repositioning and lead replacement procedure. The patient was doing well post operatively. The explanted lead will not be return per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI; upn: m365sc12320; model: sc-1232; serial: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced discomfort on the left side of her face. It was determined that the lead had migrated. The patient underwent a revision procedure wherein the left lead was explanted; and it was decided at that time to also reposition the implantable pulse generator (ipg) within the pocket. The patient did well postoperatively. The explanted lead was not returned for analysis per hospital policy.

Manufacturer narrative:
Correction to initial MDR in blocks: b5, h6 and h11. Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code: qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-1232, serial number: (B)(6), batch/lot number: 548695, model/catalog description wavewriter alpha 32 ipg kit, unique identifier (UDI) # (B)(4).